Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/26/2017 with the following findings: no defect was found.. The black box shows a replace cartridge alarm on (B)(6) 2016 02:37. Pump was then manually suspended at 03:52 and manually resumed at 11:51; deliveries resumed at 11:58. An exceeds remaining insulin warning was recorded at (B)(6) 2016 07:29; deliveries resumed at 07:40. An unexplained por was recorded on (B)(6) 2016 13:25; deliveries resumed at 22:02. An unexplained loss of primed was recorded on (B)(6) 2016 14:35. Followed by a no cartridge detected warning on (B)(6) 2016 15:13; deliveries never resumed. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or eaw¿s occurred during the investigation. Removed pump cover; no force sensor defects found. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2016 was above 600 mg/dl with unspecified ketones, extreme drowsiness, shortness of breather, difficulty waking up, and abdominal pain. It was reported the patient was hospitalized and treated with insulin via injection and intravenous fluids. The reporter noted the patient discontinued pump therapy and the pumps settings were not recently changed. It was reported the patient¿s liver was enlarged. During troubleshooting, it was reported that the pump¿s basal history did not match the programmed basal rates. This complaint is being reported because the reported health event was attributed to a device malfunction.